Manufacturer narrative:
The customer's complaint for tubing cracked and leaked could not be confirmed as the product was not returned for investigation. The root cause of this failure was not identified as no product was available for evaluation.

Event description:
It was reported that the rn noticed that during an infusion, the IV tubing set cracked and leaked at the site of the plastic filter when a chemotherapy bag was being hung on the patient. There was no patient harm.